Manufacturer narrative:
N/a.

Event description:
The following has been reported: biomed reported: no patient harm was involved. "Air in line" alert always appears regardless of the cassette in use. The sensor has internal damage of some kind, but no visual issue. Biomed cleaned it multiple times to no avail during the preventative maintenance process. A preliminary review of the logs identified the following issue: sensor hardware failure (downstream air sensor). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for downstream air sensor failure. When a cassette is inserted the device has a persistent erroneous air in line warning. Device was reverted to manufacturing mode and failed admin set ID testing. No other damage identified.